Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown head (exact catalogue number is unknown) on (B)(6) 2004 on the right side. And the patient underwent revision on (B)(6) 2009 due to unknown reasons. Cup and head were revised; stem was left in situ.

Manufacturer narrative:
Please disregard the present report 0009613350-2017-01109 from your system as the device is not manufactured by zimmer biomet. This event will continued to be reported in report 0009613350-2017-01107 (for the cup). (B)(4).

Event description:
It was now further reported that the patient underwent a previous revision surgery in 2007 where the zimmer biomet head was replaced with a competitor's head (this revision is reported in (B)(4)). Please disregard the present report 0009613350-2017-01109 from your system as the device is not manufactured by zimmer biomet. This event will continued to be reported in report 0009613350-2017-01107 (for the cup).